Manufacturer narrative:
Additional information is provided in section b.5 and h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicated that event happened before surgery and scheduled procedure was vitrectomy which was completed by reconnecting the cable with no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic system exhibited intermittent laser failure. Procedure details and patient impact are not reported. Additional information has been requested, none received till date.